Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in an unspecified vessel. A 1.50mm x 15mm emerge¿ balloon catheter was advanced to the target lesion. The balloon was first inflated at 10 atmospheres. However on the second inflation, the balloon was inflated for 30 seconds and it ruptured at 10 atms. The balloon was removed completely from the patient and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.